Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, resistance was felt when filling the cartridge during the load sequence. The customer was ultimately successful in filling and loading the cartridge onto the pump. Customer¿s blood glucose level was 201mg/dl.